Event description:
The patient was undergoing thrombolysis and angioplasty using a retriever device and balloon guide catheter (subject device) to treat an occlusion in the right middle cerebral artery. The physician had made two successfully passes; however during the third pass the balloon guide catheter was noted to be leaking from the catheter shaft. The procedure was stopped and all devices were removed. The patient was reportedly stable.

Event description:
The patient was undergoing thrombolysis and angioplasty using a retriever device and balloon guide catheter (subject device) to treat an occlusion in the right middle cerebral artery. The physician had made two successfully passes; however, during the third pass the balloon guide catheter was noted to be leaking from the catheter shaft. The procedure was stopped and all devices were removed. The patient was reportedly stable.

Manufacturer narrative:
Visual inspection of the returned device found a kink on the catheter shaft approximately 70cm from hub and a pinhole at the kink location. The balloon was inflated and a slow leak from the pinhole was noted. The device measurements were inside specification. From the information provided and the investigation results the device passed all manufacturing and quality inspections; there was no anomalies found during the device preparation and there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Most likely some procedural factors during use contributed to the device damage and performance was limited. Therefore, an assignable cause of device damaged during use was selected for the balloon catheter shaft leaked. The kink found on the catheter shaft was most likely related to the manner the device was handled during the use of the device.